Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument (471093-11 / k13240509 0237) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2024 on system sk0787 during partial nephrectomy surgical procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the cable on a prograsp forceps instrument broke while customer was performing arterial clamping. It did not present any visible defect initially. A new instrument was opened causing extension of procedure time. The procedure was completed with no reported injury. The issue caused an unspecified delay. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no injuries to the patient were reported and no fragment fell inside the customer. There was a delay in surgery caused by open new clamp. This increased the kidney clamping time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.